Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels up to 562 (mg/dl) for two months. The infusion set was changed and a bolus and/or injection was delivered to address bg levels. Reportedly, the customer is undergoing chemotherapy treatment and believes this contributed to their elevated bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.